Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Blood was observed on the adhesive welds. The adhesive pad was not returned with the device. The formed needle, soft cannula, and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 270 mg/dl. The pod was reportedly leaking and the site was bleeding while worn on the patient's abdomen for between 37 and 48 hours. A new pod was successfully applied.